Event description:
1. Non-capture ventricular lead, 2. Sensing difficulty ventricular lead, 3) pacing output > 4.1 volts. Pt. Presented to ER 11/22/96 via ER services post syncopal episode. Non-capturing, nonsensing v-lead. Temp. Pacer placed & good capture. Pt. To care lab 11/23/96. V-lead found to have output > 4.1 volts. Dr. Unable to reposition lead (2 months post implant). Lead cut and capped. New lead placed. Good capture & sensing noted: pt. Discharged 11/24/96.